Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient didn't know what the circumstances were that led to their sudden return of wetting and ins being off, they just started wetting and the ¿ins was not shut.¿ the patient stated it would not go back on and they called in right away when asked if turning the stimulation back on resolved their symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient started wetting their pants three days ago and they were still continuing to wet. The patient was walked through using the remote to verify stimulation is on, and it was found that the patient did not have the device on. It was reviewed that the device not being on could be why the patient¿s symptoms came back and it wasn¿t helping. The patient noted they were unsure if it was turned off or not. The patient turned the ins back on and increased from 0.4 to 1.0 and would see if that helped. No further complications were reported.